Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced pain, difficulty walking and difficulty sitting for a long period of time. Update 02/27/2017 sales rep has reported a revision due to pain. Part and lot has been updated. Complaint was updated 03/02/2017: investigation method, investigation summary.